Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Three months after the index procedure it was noticed the there was a stent fracture. The index procedure was performed on (B)(6) 2002. At the time of the index procedure the male patient was (B)(6). The patient's medical history includes smoking, hypertension, hyperlipidemia, a family history of atherosclerosis and has documented peripheral vascular disease in femoral artery. A sirolimus coated (j6296e10/ lot t0702001) smart stent was placed in the distal left superficial femoral artery (sfa). A contralateral approach was made. The vessel was straight without any thrombus at the site. Lesion was not calcified, not eccentric and not covering side branches. Lesion measured 45 mm in length with the reference vessel (B)(4) measuring 50 mm in diameter. The percentage of stenosis prior to the procedure was 100%. Lesion was pre-dilated with maximum pressure of 10 atmospheres (atms) remaining 60 percentage stenosis after pre dilatation. There was no dissection. Stent was placed and post-dilated at 12 atms with residual percentage of stenosis of 10%. There was no reported injury to the patient. Additional information received from the (B)(6) of the (B)(6) states that during one of the follow-up visits a planned x-ray exam was performed. The x-ray revealed a stent fracture (type=1). Relationship towards both device and index procedure remains unknown. Treatment of the fracture is unknown.